Manufacturer narrative:
(B)(6). A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed blood which had reached into the pneumatic module assembly. The stm replaced the pneumatic module assembly then stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event, and blood was observed to have been sucked into the line. There was no harm or injury to the patient and no adverse event was reported.